Manufacturer narrative:
The stapler 45 instrument (part 470298; lot s10151022-0011) and white stapler 45 reload (part 48645w; lot m10151112-0357) involved with this event have not been returned for evaluation. The site has declined to return the instrument and stapler reload to isi. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument and instrument accessory are returned (post-failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that only one stapler 45 instrument (lot s10151022-0011) was used during the surgical procedure. The instrument fired six stapler 45 reloads (4 white and 2 green), all stapler clamping and firing sequences completed successfully per the system logs. This complaint is being reported due to the following conclusion: during the da vinci surgical procedure, the surgeon placed a clip on an artery where a small amount of bleeding was observed along a staple line. The site alleged that the stapler 45 instrument malfunctioned with a white stapler 45 reload installed. However, at this time, the cause of the bleeding is unknown.

Event description:
It was initially reported that during a da vinci-assisted thorascopic left upper lobe (lul) procedure, the stapler 45 instrument allegedly malfunctioned with a white stapler 45 reload installed. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr), small bleeding was observed on the staple line of an unspecified artery between the tissue layers. In order to control the bleeding, the surgeon applied a single clip using an unspecified clip applier instrument. The csr indicated that the estimated blood loss from the surgical procedure was approximately 2-3 cl. No blood transfusions were administered. The surgical procedure was completed with no reported post-operative complications. The patient was discharged home on an unspecified date and was reportedly doing ok. Isi has reviewed a video clip, provided by the site, of the reported event. The video clip showed evidence of a small amount of bleeding from the artery. After the surgeon grasped the bleeding area with a maryland bipolar forceps instrument, no active bleeding was observed. While waiting for a laparoscopic clip applier instrument, the surgeon was no longer grasping the bleeding area. At the time the surgeon placed a clip, active bleeding was still not being observed.